Manufacturer narrative:
The field service engineer (fse) was dispatched and he found that the rbc bath was loose because a spring had become disconnected. The fse realigned the bath and reattached the spring and the instrument ran without any leaks and passing all backgrounds. The fse verified the repairs per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The customer reported that a spring from the rbc bath fell off causing the bath to become loose and to leak. The instrument was failing rbc backgrounds and h&h failures on controls when the leak was noticed. The volume of the leak was about 3 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.